Manufacturer narrative:
A complete lead was received for investigation. Visual inspection was performed and damages found were consistent with those occurring at the time of explant. Electrical testing was performed and there was no indication of conductor fractures or internal shorts. The reported event was unable to be confirmed as no anomalies were noted.

Event description:
Related manufacturer reference: 2017865-2017-02984. During follow up, there was no capture on the leads. Twiddler's syndrome was confirmed. The leads were explanted and replaced and the patient is in stable condition.